Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient reports the lifevest is too tight, ripping into the skin and causing a sore. Patient reports blood was coming out of the sore. A support services field representative visited the patient and provided a replacement garment. This representative advised the wound was bandaged. Bandage was likely provided by a medical professional since the patient was hospitalized at the time. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation is improving.